Event description:
A healthcare professional reported with description faulty lens. Additional information has been received that the lens was squashed by the plunger upon priming. The lens did not advance. There was no patient contact or impact. There are three medical device reports associated with this file. This report is associated with the 2 of 3 files.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The device with the lens was returned in the blister tray inside the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. An abundance of viscoelastic was observed in the device. Viscoelastic was also observed on the exterior of the device. The plunger was advanced into the nozzle area and has overrode the lens. The lens was partially advanced into the nozzle entry area. The leading haptic was extended along the right side of the device with the distal haptic tip underneath the plunger. The trailing haptic was folded onto the optic surface. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. A plunger override was observed. The lens was partially advanced into the nozzle entry area. The plunger override was most likely interpreted as part of the complaint of squashed by the plunger. The root cause may be related to a failure to follow the (instructions for use) IFU. A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. An abundance of viscoelastic was observed in the device with viscoelastic also observed on the exterior of the device. This may indicate that the device was overfilled and may have been a contributing factor. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the "fill-to" line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become "stuck" in the device. Plunger override may occur: due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (greater than 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).